Event description:
During an anterior cervical fusion at c6-7 with zero-p procedure, it was reported the zero-p implant broke between the peek spacer and the titanium interface. As the surgeon was putting the screws in, he noticed the implant was wobbly. When the surgeon backed out the screws, the titanium piece came out with the screws and the peek spacer stayed in the patient. Once he took everything out, the surgeon changed the surgery to a stand alone vertebral body spacer cr and a vectra plate. Surgery was prolonged approximately a half an hour. The surgeon was concerned about the peek part of the implant being up against the cord but he did not think there was pressure placed there. No additional information was known post surgery. The implant was intact when initially placed. This is 1 of 5 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The function test has shown that the implant can be assembled and disassembled as required. Also the peek holds in position after assembling and can only with force be removed. The strong marks of a screw at the peek are an indication that the screws were inserted in an undue angle which can cause a disassembling of the implant during the insertion, when the screw applies pressure on the peek part. The implant was received separated in two pieces. The peek spacer shows evidence of screw engagement. The engineer easily reassembled the construct. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. As a result of the design, the spacer can dissociate from the plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the plate and spacer. The risk of dissociation in the patient post-op is low because the plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.